Event description:
Patient was placed on a patient controlled analgesia (pca) pump after surgery. 10 mg of dilaudid was prepared in a 45 ml bag of normal saline creating a concentration of 0.2 mg/ml per md's orders. Pump settings were as followed. Per md's order: 0.1 mg/hr basal rate, 0.2 mg bolus dose, 2.1 mg/hr max, bolus intervals= 6 mins, # bolus/hr=10. The pca pump was started at 1656. With these settings, ID the patient selected the max number of boluses, the infusion would've completed in a minimum of 4.5 hours (approximately 2130). At 1930 (2.5 hour later), the patient was identified to be lethargic with a low oxygen saturation level and the bag of dilaudid had completely infused, 2 hours earlier than it should have. A rapid response was called, a reversal agent was given, and the patient was transferred to ICU for increased observation. The pca pump was isolated and removed from service. Interrogation software was ordered in order to interrogate the pump and ensure that the correct settings were in place for the entirely of the time the patient was on the pump. Upon receipt of the software, the pump was interrogated on (B)(6) 2019. All settings selected were correct and unchanged throughout the patients time on the pump, indicating that there was a pump malfunction rather than user error. The patient was discharged safety to come the day following the event, (B)(6) 2019. FDA safety report ID # (B)(4).